Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received drive count or time values or changes incorrect for moving or coasting and it was too slow or too fast. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Self test was ok. The product will be returned for analysis.